Manufacturer narrative:
It was discovered that this report as it was previously submitted, did not contain the correct device codes. This report is being resubmitted with the correct device codes. There have not been any new investigation findings since the initial MDR submission on 03/19/2024.

Event description:
No additional event information has been received.

Manufacturer narrative:
The involved device was not returned, photographs of the affected device were not provided, and the lot number was not identified. Therefore, a visual/functional inspection could not be performed. It was alleged by the complainant that a disoriented patient bit down on the suction swab stick directly underneath the foam resulting in the stick separating into two pieces. Although the reporter stated the patient was disoriented, a bite block was not in use at the time of the event. There is a warning statement on the package which states "ensure foam on swab is intact before and after use. Remove any foam particles from mouth. Always use a bite block if patient is not alert or cannot follow instructions." The reported complaint is not likely to be a quality or a manufacturing defect. The root cause is due to user error. H3 other text : device involved in incident discarded.

Event description:
Report received of a suction swab disengagement that occurred on (B)(6) 2024. Reporter stated a nurse was performing oral care without a bite block in place on a disoriented 52-year-old male patient who was ventilated through a tracheostomy. The patient bit down on the suction swab contained in #6994 oral cleansing and suctioning system. Reporter stated the patient bit down on the swab stick directly underneath the foam. The stick separated in two pieces and the portion of the stick with the swab head, remained in the patient¿s mouth. Two nurses then coached the patient to open his mouth, and they were able to remove the portion of the stick with the swab head from the patient¿s mouth with their fingers. The patient did not experience any adverse consequences. The swab was discarded. Lot information is not available. No photos are available. Although requested, no other information was available.